Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) triggered by pump error 131 found in the history file due to software error. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was beeping critical pump error alarm. The blood glucose level was unknown at the time of incident. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. The insulin pump will be returned for analysis